Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-lead fixation, upn m365sc43180, model sc-4318, lot number 25673997, batch 25673997.

Event description:
It was reported that 8 days post implant procedure, an x-ray of the thoracic spine showed a single lead with the most distal contact at mid t7 vertebral body. Upon connecting to the patient's implantable pulse generator, the algorithm showed an offset of approximately 14 contacts between the two leads. The patient was successfully reprogrammed to provide the patient with full coverage of the patient's pain area using the single lead that was visible from the x-ray. The physician requested an x-ray of the lumbar spine in addition to the thoracic x-ray previously captured. The x ray of the lumbar spine showed the distal end of the other lead at vertebral body t12 with electrodes 7-16 exiting the epidural space. The patient underwent a revision procedure and the lead that had migrated was replaced with a new lead, and the clik anchor was also replaced. The explanted lead and clik anchor will not be returned as it was retained by the facility. The patient was stable post-operatively.